Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer reported that she experienced high blood glucose levels of 15 mmol/l and the current blood glucose level was 6 mmol/l. The customer stated that her blood glucose level has been running high. The customer treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer stated that the drive support cap was normal. There was no leaks and air bubbles reported at the site. The high pressure test was performed at the time of call. The insulin pump failed the high pressure test and alarmed motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.